Manufacturer narrative:
This report is to retract report 2017865-2015-29471, submitted on october 19, 2015. This report was erroneously submitted. New information confirmed no reported complaints for this lead. The initial complaint documentation received with the return of this product was mistakenly submitted. All previously submitted information should be corrected and updated to not applicable and null fields.

Event description:
New information reported stated that there was no complaint on this lead. The complaint information received belonged to a different lead, model 1458q/86, bpp076430 which was successfully submitted via the gateway on (B)(6) 2015, sequence number: 2017865-2015-26954.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. No patient symptoms or additional information was reported.